Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a flexiva ID tractip 200 laser fiber was used during a laser lithotripsy and ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure, the laser fiber was broken upon insertion through the scope. The procedure was completed with another flexiva ID tractip 200 laser fiber there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broken. Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 217.2 cm from the top of the connector to the break. The second piece measured approximately 99.7 cm from the break and include the entire distal tip. The condition of the returned device confirmed the event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on october 8, 2018 that a flexiva ID tractip 200 laser fiber was used during a laser lithotripsy and ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure, the laser fiber was broken upon insertion through the scope. The procedure was completed with another flexiva ID tractip 200 laser fiber there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.